Manufacturer narrative:
Pump passed the displacement test and self test. However, hardware low level failure alert alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.